Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on anterior side assessed as surgical damage like. Additional observations: ¿ observed creases on the device. ¿ observed stress marks on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional called to report a right-side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted.

Event description:
Healthcare professional called to report a right-side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.